Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with the sectors it was monitoring. After going through some basic troubleshooting, nihon kohden technical support (nk ts) had the customer verify that the ethernet cable was connected to the correct port. The customer initially reported that the comm loss was happening on only one floor but while on the phone, the customer stated that comm loss was reported on all floors except for one. No additional information was provided to nk by the customer. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the reported communication loss was resolved but the resolution was not provided by the customer. The cause of the communication loss could not be identified, as such root cause cannot be determined. As the issue was resolved without nk assistance or device rework/repair, it is unlikely that the communication loss was caused by a device malfunction. The issue is likely network related. Complaint history review of pu-621ra serial number 1118 shows no recurrence of comm loss issues. This issue was likely an isolated incident. There is no evidence of an nk device malfunction, and the issue was resolved by the customer without nk assistance.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with the sectors it was monitoring. After going through some basic troubleshooting, nihon kohden technical support (nk ts) had the customer verify that the ethernet cable was connected to the correct port. The customer initially reported that the comm loss was happening on only one floor but while on the phone, the customer stated that comm loss was reported on all floors except one. No patient harm was reported.

Manufacturer narrative:
The customer reported that one of the central nurse's station (cns) have all communication loss in the sectors that they were monitoring. After going through some basic troubleshooting steps nihon kohden technical support had the customer verify that the ethernet cable was connected to the right port. The customer initially reported that it was happening only on the floor but while on the phone, the customer stated that communication loss started happening on all the floors except one. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that one of the central nurse's station (cns) have all communication loss in the sectors that they were monitoring. After going through some basic troubleshooting steps nihon kohden technical support had the customer verify that the ethernet cable was connected to the right port. The customer initially reported that it was happening only on the floor but while on the phone, the customer stated that communication loss started happening on all the floors except one. No patient harm was reported.